Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture, silicone leading lymph nodes identified in the right axilla, and "replacement from textured to smooth implants due to the patient's concern with the product."

Event description:
Healthcare professional reported a right side rupture, "silicone leading lymph nodes identified in the right axilla", and a "replacement from textured to smooth implants due to the patient's concern with the product." Device has been explanted.